Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "rupture" and "textured" device removal.

Event description:
Patient's friend reported to company representative right side "ruptured" and textured implant replacement. Device remains implanted.